Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Patient received an implant on (B)(6) 2007 via the common femoral vein due to pulmonary embolism, contraindication to anticoagulation. Patient is alleging vena cava perforation, anxiety, shortness of breath, swelling in left leg, poor circulation and numbness in left side of body, stomach pain and post implant pulmonary embolism.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/09/2017 as follows: patient received an implant on (B)(6) 2007 via the common femoral vein due to pulmonary embolism, contraindication to anticoagulation. Patient is alleging vena cava perforation, anxiety, shortness of breath, swelling in left leg, numbness in left side of body, stomach pain.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.